Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens. B5 - lens was exchanged with a different diopter lens and problem was resolved. Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive change over time. Lens remains implanted. Cause of event was reported as unknown.